Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. Product ID: 37092, serial#: unknown, product type: accessory. Product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-oct-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). It was reported that about 3 weeks ago, patient noticed that she no longer feels stim. Patient tried to increase it but did not feel anything. Patient stated that she usually sets it about 3.6 to 3.9 went up to 5 and 6 and did not feel anything. Patient said she connected to ins using insr and saw the normal recharging screen, and described the ins symbol with the lightning bolt, indicating ins was on. Patient stated she does not feel stimulation even though ins is on. Patient was asked to use insr to turn ins off and back on, patient stated she still could not feel stimulation. During the call patient used the insr successfully and pressed the stim off/stim on buttons, confirmed she saw the lightning bolt go away and reappear when she pressed stim on however she did not feel stim. Worked with patient to try the pp with and without the antenna and the pp worked with the antenna. Patient said her controller doesn't turn it on either even though she confirmed seeing the lightning bolt during troubleshooting. A rep, did some troubleshooting with her, like changing the batteries. Rep stated that patient was unable to use patient programmer. Patient programmer shows needs batteries but she has changed batteries. Recharger is shows ipg is full so it¿s not the ins showing empty . It¿s the patient programmer. It was determined that pp works without the antenna but does not work with the antenna. Patient was sent a replacement antenna. Patient was asked to replace the batteries in the programmer with the alkaline aaa batteries and if that does not resolve the screen to call back for further troubleshooting. Patient reported no falls/no accidents. Patient said she had a stent put in her heart about 2 months ago in november but they did not shock her heart. Patient reported this to their hcp. No further complications were reported. Additional information was received from the representative stating they were not notified of the not feeling stimulation issue. They did not suspect any implantable device issue in regards to the patient not feeling stimulation. They did not know the cause and no actions/interventions were done. The patient was referred to patient services and a new antenna was sent out. No patient symptoms reported. No further complications reported/anticipated. Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins). The manufacturer rep reported that they interrogated and had lead one that had impedances greater than 10,000 and lead two had impedances greater than 10,000 on electrode 11. The hcp was notified and the patient is going to have a lead replacement at some point but has not been scheduled yet.

Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown. Product type programmer, patient product ID 37092, serial# unknown. Product type accessory, product ID neu_ptm_prog, serial# unknown. Product type programmer, patient, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer rep reported that they met with the patient on (B)(6) 2020 and the device was reprogrammed. The physician was updated. No lead revision or replacement has taken place. No patient complications have been reported because of this event.

Manufacturer narrative:
Continuation of d11: product ID neu_ptm_prog serial# unknown product type programmer, patient product ID 37092 serial# unknown product type accessory product ID neu_ptm_prog serial# unknown product type programmer, patient product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type lead b1: correction to indicate product problem and adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.